Event description:
The consumer reported that the implantable neurostimulator (ins) was not useable: the battery had flipped and she couldn¿t recharge it. It was noted that the ins was bulging out of her skin and lying on a nerve. The patient started that the ins flipped for a second time. There were no reports of medical or therapy issues reported. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated. The indication for use for the implanted device was noted as chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.